Event description:
Pt puts the pill in the inhaler and instead of the inhaler punching two holes in the pill (which it is supposed to do) it crushes the pill and you cant get the medicine. This has been happening for over a year. Pt tried to call the MFR, but they put her on hold and she was unable to talk to them. She was on hold for 2 1/2 hours. She told her doctor who says there have been lots of complaints.